Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address loosening and shifting of the asr cup to almost vertical. Little to no bone ingrowth on the cup.